Event description:
This pt is status post tibial-valgus osteotomy rt knee in '82. Then july 1994 he had rt total knee arthroplasty with cemented components, excision "bibartate" ossicle. Now office note of july '96 notes that pt feels binding sensation in the suprapatellar region. Right knee has a 1-2+ effusion. X-rays noted below. Pt went to surgery 8/12/96 for right knee loose patellar component and had revision of the patellar component.